Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on (B)(6) 2018, the driving cap for the suprapatellar tibia nail instrument broke off in the insertion handle while inserting a nail. Fragments were generated from the broken nail but all the fragments were removed easily without additional medical intervention. Patient outcome and surgical outcome are unknown. Concomitant devices reported: insertion handle for suprapatellar (part# 03.010.440, lot# unknown, quantity# 1); unk - nails: tibial (part# unknown, lot# unknown, quantity# 1); insertion tray for tibial nail - ex/with suprapatellar inst - (part# 60.116.148, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: DHR review was completed. Part: 03.010.475; lot: 8329416. Manufacturing site: bettlach. Release to warehouse date: 27.may.2013. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Material quality 1.4542 was hardened and documented in DHR according to specification review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the tip of the driving cap broke off inside the insertion handle. Threads of the driving cap are stuck in the insertion handle.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: concomitant medical products: device evaluated by MFR: customer quality conducted an investigation of the returned device. Investigation flow: broken. Customer quality investigation: device condition: visual inspection performed at customer quality (cq) identified the driving cap broken at its groove portion proximal to the distal tip. The device was observed broken at the region of its change of cross-section at the groove origination point. The tip was returned lodged in concomitant device and is unable to be disassembled. No new issues were identified. The received device condition agrees with alleged complaint condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed and no design issues were identified. Driving cap: a device history review performed for the returned instrument¿s lot number showed that this lot of 49 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material review: during DHR, the material, material properties of the returned part was reviewed. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Dimensional analysis was not able to be performed as the relevant broken portions were not accessible. Furthermore, no purchase for measurement is noted at the broken site. However, the observed damage was noted to be a significant post manufacture damage condition. A definitive root cause could not be determined based on the provided information. However, technique guides for suprapatellar insertion instruments including the driving cap (03.010.475) which are part of the tibial nail system (technique guide) states that if needed, light controlled hammer blows can be used to seat nails. Therefore, it is most likely that during impaction the threaded portion of the driving cap was exposed to unintended off-axis forces, which could have made to its distal threaded tip breakage and contributed to the complaint condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed corrected data: report source: physical manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.